Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the existing device in the patient's airway was reported to be leaking volume from the ventilator. It was removed and a new one was inserted. The 15mm adapter of the new device came out and with this, it was also removed. During removal of this new device, the cuff was not deflated, which caused bleeding into the airway. The physician then inserted a 2nd new device. Its 15mm adapter also disconnected from the tube. The patient had significant oxygen desaturation (spo2 15% on the monitor) so the device was troubleshooted rather than removed. The large amount of secretions and blood coming out of the device made it very difficult for the adapter to stay in. Eventually the adapter and inside of the tube was dried, cleaned and successfully remained intact. The patient was then bagged aggressively to restore oxygenation. The patient stabilized once returned to the ventilator. The patient was then attempted to be placed into the prone position and began to decompensate again ¿ decreased spo2 on the monitor. It was discovered via x-ray that the patient had a pneumothorax that required chest tube insertion for resolution. This patient was also covid-19 positive. Both of the devices were checked by a respiratory therapist before they were taken to the bedside for balloon cuff patency as per manufacturer instruction.